Event description:
Customer reported extended hosp stay due to acute gvhd reaction. Pt had two weeks non-mucoid watery diarrhea which aggravated clearly seven days prior with anorexia and abdominal pain. Despite a treatment started on (B)(6) 2010, the decision of extended stay was taken on (B)(6) 2010.

Manufacturer narrative:
No reports of a device malfunction have been received to date as it relates to this event. (B)(4).